Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and seroma. Device has been explanted.

Event description:
Device has been explanted and "destroyed."

Event description:
Healthcare professional reported right side capsular contracture, baker grade 3/4. Also reported "late development of seroma" which is not related to the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, g1.